Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage from the devices during the operation. They changed the leaking devices and got bleeding as a consequence. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was the mpu (micro processing unit) board was defective. The device will be sent to the service department to be repaired and sent back to the customer.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that the infusor pump stopped infusing, and the pump had stopped working. The event occurred on (B)(6) 2010 during programming/set-up in the surgery center. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.